Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 7.30 am. The customer blood glucose level was over 600 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin and insulin pen. Customer stated that she was always running out of insulin due to her doctor not getting the rx correct or updated on time. The device will not be returned for analysis.